Event description:
Caller reported a cgm error identified as error 42 with a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and after executing the reset, the error did not reoccur, allowing the caller to successfully start their sensor session.